Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 20867845/20867845.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite of multiple reprogramming. No device malfunction was suspected. The patient underwent an explant procedure and explanted devices were not be returned.